Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: pt-1, inratio: 1.2, reference: 2.0, mean: 1.60, confidence-limits: 1.2-2.3. Pt-2, inratio: 0.8, reference: 1.8, mean: 1.30, confidence-limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of test 2 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if products are returned. As of today, products associated to this complaint have not been returned.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: pt 1, meter-inr: 1.2, lab-inr: 2.0. Pt 2, meter-inr: 0.8, lab-inr: 1.8. The lab results were done on the same day (as) meter results.